Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user discontinued the ilet due to perceived erratic blood glucose control, frequent lows including overnight episodes, and a belief that the system was not adapting appropriately, with the healthcare provider agreeing to revert to prior therapy. Symptoms included hypoglycemia. Outcomes included no long-term impact reported and no medical intervention or hospitalization reported. Investigation included a review of device history and case details. Investigation of this case revealed no confirmed device malfunction, and the device was returned for credit with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence.